Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door won't latch" as a door not fully latched alarm. The alarm was found to be caused by a loose upper link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump's door would not latch due to an alarm. It was also reported that there was no pt involvement.